Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had blood glucose of 15 mg/dl which led to a seizure after being placed back on the insulin pump. Customer stated the doctor did not adjust the settings of the insulin pump prior putting the customer back on the device. Customer will not be returning the device for analysis.